Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called with complaints of a low or medium priority tone alarm but no message on the lcd screen and the alarm indicator was not illuminated. Patient attempted to use the controller scroll button multiple times but no message appeared. Patient was asked to come to the implanting center for further investigation. The patient was connected to system monitor and the controller would not interface with monitor at all. A different monitor was tried. The controller was exchanged and the patient tolerated the exchange without any symptoms.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected. Internal inspection of the controller revealed a leaky internal nickel-metal hydride (nimh) battery, which powers the no power alarm. The most likely root cause of the failure of the no power alarm to sound can be attributed to a leaky nimh battery. Heartware is investigating failures of the no power alarm. This finding is not related to the reported event. The controller was still able to properly display alarms appropriately. Additionally, the display function as expected. Log file analysis did not reveal any abnormalities; no alarms were recorded near the reported even date. Based on the available information, the reported event could neither be confirmed or replicated during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report